Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, unspecified bacteria (5cfu) were detected from the air/water channel of subject device. The test result cleared (B)(4) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested positive for citrobacter freundii (10cfu/10ml) and the water channel of the subject device tested positive for micrococcus luteus (1cfu/10ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.